Event description:
Pt elected to have mesh explanted due to it being recalled product. No symptoms were reported. Explant facility examined mesh and found both rings to be intact and no other issues with the mesh was reported. It was reported that the pt is doing well post-op.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Explanted mesh was reported to have been discarded, therefore no further eval will be performed. We therefore, consider this report complete to the best of our current knowledge.